Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the pump cannot complete the rewind sequence. Troubleshooting advised customer to change out the infusion set. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and prime/fill anomaly due to buttons not responding. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.